Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged eschar is related to the activ.a.c.¿ therapy system. Per review of kci records, the nurse noted on (B)(6) 2019, that there was a fecal odor to the wound and dark grey tissue in the wound bed that resembled fecal contamination that could not be removed. Activ.a.c.¿ therapy was re-applied. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base base.

Event description:
On 01-apr-2019, the following information was reported to kci by the patient's daughter: the activ.a.c.¿ is reportedly experiencing a technical issue and the patient's wound allegedly had some black material in the wound. On 05-apr-2019, the following clinical notes were provided to kci by the nurse: on (B)(6) 2019, during a dressing change, the nurse noted a "fecal odor to the wound and dark gray tissue in the wound bed that resembled fecal contamination." It was noted that this could not be removed. Activ.a.c.¿ therapy was re-applied. On 24-apr-2019, the following information was reported to kci by the wound care nurse: on (B)(6) 2019, the patient saw the physician. The wound allegedly had dark gray tissue in the wound bed and exhibited an odor. A wound culture was taken. On (B)(6) 2019, the physician performed a sharp debridement and activ.a.c.¿ therapy was re-applied. Wound cultures were negative for infection. The patient has fully recovered. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Event description:
On (B)(6) 2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. Based on the device log review, kci confirmed the unit shut down with no alarm on 18-mar-2019. The unit was tested by kci quality engineering. External and internal inspection of the device did not reveal any evidence of damage, which would have caused the unit to self shut down. A cross functional investigation was not able to identify a potential root cause for the reported complaint.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged eschar is related to the activ.a.c.¿ therapy system.